Event description:
It was reported that the patient was being referred for replacement for unknown reason. During follow-up to obtain reason for replacement, it was reported by physician the patient was having a lot of problems unrelated to vns and did not know if the patient would be having the replacement yet. It was also mentioned the patient was having seizures but could not state what they were attributed to. Following neurologist information was provided. An attempt was made to reach out to the neurologist to obtain the reason for replacement and the cause of the increase in seizures; however no additional information has been received to date. Information was later received from the surgeon's office indicating the family of the patient is hesitant with proceeding with replacement as the patient had a brain injury where there is not sufficient functioning brain tissue and patient is now seizure free. The patient is stated to be a high risk surgery candidate and was recommended to get an eeg from neurologist before moving forward. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
During follow-up with the physician, additional information was received indicating that there is no device malfunction and battery needs to be replaced, however the family is concerned with proceeding due to possible surgical risks/complications related to the patient's other medical issues.

Event description:
Implant card was received indicating the patient received a prophylactic generator replacement. The explanted product is not available for return and is kept by the hospital.